Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the doctor stated 1st arctic sun device was not working because of blank screen. Swapped out to current device. In that time frame the patient temperature (pt) was dropped to 32.3c. How long will it take to get the patient temperature (pt) was up to the targeted temperature (tt). Hypothermia patient temperature (pt) was 32.8 (rectal probe), targeted temperature (tt) was 33.5c, water temperature (wt) was 40c. Noted device was responding as designed. It was making the highest temperature water it could and was actively responding to get the patient temperature (pt) to the targeted temperature (tt). Encouraged them to do diligent skin checks according to their protocol. Discussed adding warm blankets or radiant warmer if not contraindicated, per follow up information received via task on 12jun2026, the doctor was not working on this unit today.